Event description:
Our foreign distributor reported that the packaging containing this sterile blade has a deformity in the proximal corner. There was no report of compromise in product sterility. There was no patient involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this blade and packaging for evaluation. The reported problem of packaging deformity was confirmed. A deformity was noted in the distal corner of the blister packaging containing this sterile blade. Further investigation found the packaging compromised. An investigation for this failure remains in process.